Event description:
It was reported that the patient experienced hyperglycemia with a peak of 319 mg/dl and current continuous glucose monitor (cgm) reading of 215 mg/dl after a supply change with the ilet. The user reverted to backup subcutaneous insulin via pen, then called to reconnect to the ilet; during troubleshooting with customer care and a full supply change was completed with observed drops and delivery resumed. The user later recognized the infusion set had not deployed correctly, which likely contributed to high glucose. Investigation of this case revealed a likely infusion set deployment issue leading to inadequate insulin delivery and hyperglycemia. Symptoms included thirst and fatigue. Outcomes included no reported hospitalization and continued use of therapy after correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.